Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not locking into place. The reservoir compartment had a cracked off piece. The customer did not know how the damage occurred. The customer's blood glucose level was 280 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock into place due to completely broken reservoir tube lip. The insulin pump received with minor scratched lcd window stained end cap sticker, cracked battery tube threads and missing the reservoir tube o ring.